Event description:
The account stated that smoke was observed coming from the alcyon analyzer. The air heater relay was found burnt and was replaced. There was no injury reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The field service representative (fsr) inspected the instrument and found that the air heater relay was burned. The fsr replaced the reaction temperature relay. The reaction chamber temperature check passed, and the fsr verified the instrument performance. The alcyon system operations manual was reviewed and was found to contain adequate information on safety standards, and notes the alcyon analyzer may expose individuals to potential safety and health hazards. The manual notes electrical shock hazard areas of the alcyon are identified with a warning label. This section also notes to power off the analyzer and disconnect the power cord before replacing printed fuses, printed circuit boards, etc, and directions for switching off the main power to the analyzer are included. Section 1 of the manual, use or function describes the processing center, and the reaction cuvette temperature control. The complaint analysis and trending system was reviewed and no adverse trends were identified. This is the final report.